Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The report received from the affiliate states that the physician attempted to deploy the precise stent, but it was not deployed well. He tried again but it would not deploy. The physician noted the he could feel a strong resistance to deploy. Therefore, he removed the stent and found that distal tip of stent was crushed after removal. The age and gender of the patient are unknown. The target lesion location are unknown. When the product was returned and the preliminary analysis was performed it was noted that the stent was protruding 2cm and the brite tip was split. Follow up with the affiliate confirmed that the stent was deployed intentionally, outside the patient, after being withdrawn. There was no reported injury to the patient.

Manufacturer narrative:
The physician tried to deploy the precise stent. It was not deployed well. He tried again but it would not deploy. He said he could feel a strong resistance to deploy. So he removed the stent. He found that distal tip of stent was crushed when he checked the stent after removal. The report received from the affiliate states that the physician attempted to deploy the precise stent, but it was not deployed well. He tried again but it would not deploy. The physician noted the he could feel a strong resistance to deploy. Therefore, he removed the stent and found that distal tip of stent was crushed after removal and was protruding 2cm and the brite tip was split. Follow up with the affiliate confirmed that the stent was deployed intentionally, outside the patient, after being withdrawn. There was no reported injury to the patient. The age and gender of the patient are unknown. The target lesion location is unknown. One non sterile unit of precise 6x40mm was received coiled in a plastic bag. Stent was partially deployed about 1.8 cm from distal end of brite tip. The brite tip was split. No blood residues were found in the sds, hemovalve was opened. The deployment process was completed successfully with no resistance felt. The failure was reproduced using a sample taken from the manufacturing process. Initially, the distal tip was pulled back into the brite tip and returned to its original position; no anomalies were noted, other than a slight deformation of the brite tip. Then the stent was partially deployed, approximately 1 mm and an attempt to return it to its original position was made, since resistance was felt the attempt was stopped; at this time the brite tip was partially split in the same way as the complaint unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The deployment difficulty reported by the customer was not confirmed since no anomalies were found during the functional analysis of the complaint unit. The reported damaged catheter tip condition reported by the customer was confirmed; the cause could not be conclusively determined: however, it does not appear to be manufacturing related, controls exist in the assembly process to prevent this type of failure, as well as there are inspections in place to detect incorrect tip damages. It is possible that procedural factors /vessel characteristics may have contributed to the failure as reported. Based on the limited procedural information it is not possible to make a conclusion regarding procedural factors that may have contributed to the reported event. Neither the DHR review nor the product analysis suggest that the conditions reported by the customer and found on the returned unit are related to the manufacturing process, therefore no actions will be taken at this time.